Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was unknown. Customer stated that she was continuously vomiting and with high blood pressure prior to hospitalization. Customer also stated that she have bent cannula on last 7 infusion sets. Nothing further was reported.